Manufacturer narrative:
The customer advised physio-control that they have replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was then returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer initially reported that their device was failing its user test and would not recognize the paddles during testing. It was later confirmed that the device would not detect a patient load through the therapy leads at all. There was no patient use associated with the reported failure.